Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 4 and 24 hours and patient reported a blood glucose level of 306 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received in a not deployed state. The pink slide insert was not visible in the viewing window and the linkage assembly was in a not deployed state. Fluid droplets were seen inside the reservoir indicating that fluid was injected into the device. The pod state 15 & 0 pulses delivered in the download data indicate that the device was deactivated after the injection of fluid. The investigation did not find any damages or deficiencies that would contribute to reported needle mechanism failure.